Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes on ((B)(6) 2014 lead continued to exhibit noise. The patient would be seen at routine follow-up in 6 months. At follow-up on (B)(6) 2015 the lead values remained stable and lead impedance was slightly low. The patient was in stable condition and would continue to be monitored.

Event description:
It was reported that the atrial lead exhibited noise. The patient would be scheduled for six month follow-up.

Event description:
Additional information notes on (B)(6) 2014 the lead continues to exhibit noise. The noise was not reproducible in the clinic. The patient would be seen at routine follow-up in 6 months.

Event description:
New information notes on 11/26/2013 the patient was seen for follow-up and noise was still present. The patient would be followed-up in six months.